Manufacturer narrative:
Analysis received the unit with intermittent button response due to flattened dome switch. However, the unit passed basic occlusion, occlusion, prime, excessive no delivery and displacement tests. There were no unexpected no delivery alarms were noted. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 215 mg/dl at the time of incident. The customer states the act button does not click like the rest of the buttons. The insulin pump will be returned for analysis.